Event description:
A 6.5 cm accumet filer was deployed in the left ica without difficulty balloon dilatation was performed with a 4x20 mm balloon catheter inflated to nominal pressures. Subsequently, a 6x8x40 mm acculing stent was deployed across the lesion extending back into the distal cca. Post dilatation was performed with a 5.5 mm balloon catheter inflated to 10 atm. Subsequent angiograms revealed a small edge dissection at the distal aspect of the sten tand for this reason, a second overlapping 6x8x30 mm acculind stent was deployed. Post dilatation was felt to the unnecessary as the dissection was well covered. Angiograms at this point, however, revealed no flow and as a result, aspiration of the filter was performed with an export catheter for a total of 40 cc of blood. Aspiration had no impact on flow, however, as there was continued no flow. Given the situation, the only remaining solution was to recover the filter and to remove it, which was done without difficulty immediately upon closing the filter and removing it, flow was restored and subsequent angiograms demonstrated 0% residual stenosis at the target site, as well as timi grade 3 distal flow to the intracerebral tributaries. Multiple images were taken of the intracerebral vasculature and no cutoff sign was appreciated. Early return of the anterior circulation was also observed. Throughout the course of the occlusion until the end of the procedure, the pt demonstrated neurologic deficit consistent with other occlusion to an isolated hemisphere or emboli that overcame the distal protection device nad migrated downstream. In either event, as a further modality, 2mg of intraarternal t-pa was administered in the event that any of the potential was thrombotic in nature. Pt was hemodynamically stable throughout and at the conclusion of the procedure had dense right upper extremely weakness with 0/5 motor strength, dysarthria, and right facial droop. Conclusion successful pta/stent of the 90%-95% left ica stenosis to a 0% residual with distal embolic protection, complicated by periprocedural cerebrovascular accident.

Event description:
It was reported that during a carotid stent procedure, after placing two stents, there was no flow. The doctor tried to aspirate the patient, but this did not solve the problem. The filter basket was closed and removed and it was found to be full due to embolic debris. Following the removal of the accunet device, the patient experienced a stroke.